Event description:
Claimant alleges he was injured as a result of the chair malfunctioning in transit. He fell out of unit causing injury.

Event description:
Claimant alleges he was injured as a result of the chair malfunctioning in transit. He fell out of unit causing injury.

Manufacturer narrative:
The product was inspected and was determined not to be the issue.

Manufacturer narrative:
The device has not been made available for evaluation by pride. Should the device or further information become available, a follow-up report will then be submitted.